Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ original pen needles 29g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported injection site is wet when removed after injection. Callers spouse completes injections on him, hold into site for 5 seconds only and has thumb on dose button when inserting the needle into site.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 03-jan-2023. H6: investigation summary customer returned seven pen needle 29ga 12.7mm. Customer reported injection site is wet when removed after injection. Customer discarded used pen needles and returned unused samples. The pen needles were visually inspected and found no issues. All the returned pen needles were tested for clog/flow using pen injector, and no issues were found. The alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure based on the sample received and test performed. The root cause could not be determined because the issue could not be confirmed.

Event description:
It was reported while using bd ultra-fine¿ original pen needles 29g leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported injection site is wet when removed after injection. Callers spouse completes injections on him, hold into site for 5 seconds only and has thumb on dose button when inserting the needle into site.